Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to moisture damage on keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the water with their insulin pump. The customer had a blood glucose level was 334 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.